Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2019 product type extension product ID 3387s-40 lot# (B)(6) implanted: (B)(6) 2013. Product type lead product ID 37603 serial# (B)(6) product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances weren¿t determined. The doctor decided that they wanted to change the extension along with the battery and the high impedances on contact 2 resolved. The doctor said they would program around contact 0 since there were now high impedances, and the issue hadn¿t been resolved. The doctor had declined to return the products and they were discarded. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension; product ID: 3387s-40, lot# va04fbp, implanted: (B)(6) 2013, product type: lead; product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 07-dec-2016, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that there were high impedances on contact 2 that were found during a visit for eri battery. During the replacement they tested the 3387 lead with an alligator clip and determined the lead wasn¿t damaged. The doctor replaced the battery and extension. After replacing the battery and extension the impedances on contact 2 were normal, but impedances on contact 0 were high. The doctor said that they believed that they likely damaged contact 0 when testing the lead. They connected the alligator clip again and confirmed the lead was damaged as the impedances on contact 0 were high. They tested the lead with the alligator clips and tested complete system on 7/30. They replaced the extension and programmed around contact 0. The issue wasn¿t resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.